Event description:
Bilateral patient. Litigation alleges that patient has experienced pain and soreness in both hips, swelling in the groin area on both sides, and achiness and swelling in both legs, ankles, and knees. His toes on his left side go numb. He often has pain going up his left side into his back, and his left hip is always tender to the touch. Additionally, it is alleged that patient has elevated metal ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.